Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer reported that the other blood glucose level was 286 mg/dl, 208 mg/dl, 367 mg/dl, 499 mg/dl, 538 mg/dl, 392 mg/dl, 371 mg/dl, 371 mg/dl. The customer did experience the symptoms such as nausea. The customer treated with the insulin pump and manual injection. The customer reported that the tubing had very small less than soda or champagne bubbles. The customer reported that they had performed the displacement test and insulin pump alarmed with the no reservoir. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.